Event description:
The customer reported that the system would not boot up. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. A hardware and software upgrade was recommended to the customer; however, the customer declined to have the system repaired.